Manufacturer narrative:
Initially provided information was pointing to occurrence of intermittent warning that resulted in delay in life-saving surgery. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay or interruption in life-saving surgery, was to reoccur. Based on further clarifications with the customer it was possible to determine that the initially provided information was not correct. It was confirmed that no delay in the procedure occurred and the staff continued using the table. The issue investigated herein was reassessed as not safety and risk related as initially considered risk of delay in life-saving procedure did not occur. According to information provided after service visit on site, the affected parts were replaced and device was released to usage. The investigation was performed. The investigated scenarios did not cause risk to human life. It was established that when the event occurred, the device was being used for patient treatment. As it was assessed, the device had intermittent problem that did not have a significant impact on the course of the operation. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market. The correction of b3 date of event, b5 describe event or problem, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain, h6 medical device ¿ problem code, h6 health effect ¿ impact codes and h6 investigation findings fields deems required. This is based on the internal evaluation and additional information that has been received. Previous b3 date of event: 11/29/2023; corrected b3 date of event: 10/18/2023. Previous b5 describe event or problem: on 29th november 2023 getinge became aware of an issue with one of our mobile tables - 720001f0 - meera us without auto drive. As it was stated, the intermittent column warning appeared and staff was not able to raise the table during life-saving medical procedure. The surgery continued on the affected device. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay or interruption in life-saving surgery, was to reoccur. Corrected b5 describe event or problem: on 18th october 2023 getinge became aware of an issue with one of our mobile tables - 720001f0 - meera us without auto drive. According to initially provided information, the table was not able to lock, the intermittent column warning appeared and staff was not able to raise the table during life-saving medical procedure. The surgery continued on the affected device. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay or interruption in life-saving surgery, was to reoccur. Based on further clarifications with the customer it was possible to determine that the initially provided information was not correct. It was confirmed that no delay in the procedure occurred and the staff continued using the table. The issue investigated herein was reassessed as not safety and risk related as initially considered risk of a delay in life-saving procedure did not occur. Therefore, the scenario described in the record is considered as non-reportable. Previous h3a device evaluated by manufacturer: no; corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other; corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer; corrected h3c if other provide code - explain: n/a. Previous h6 medical device ¿ problem code: activation, positioning or separationproblem/positioning problem/positioning failure/1158. Corrected h6 medical device ¿ problem code: electrical /electronic property problem/battery problem//2885; mechanical problem/structural problem//2506; activation, positioning or separationproblem/activation problem/key or button unresponsive/not working/4063; electrical /electronic property problem///1198. Previous h6 health effect ¿ impact codes: surgical intervention/prolonged surgery//4632. Corrected h6 health effect ¿ impact codes: no health consequences or impact///2199. Previous h6 investigation findings: results pending completion of investigation///3233.

Event description:
On 18th october 2023 getinge became aware of an issue with one of our mobile tables - 720001f0 - meera us without auto drive. According to initially provided information, the table was not able to lock, the intermittent column warning appeared and staff was not able to raise the table during life-saving medical procedure. The surgery continued on the affected device. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay or interruption in life-saving surgery, was to reoccur. Based on further clarifications with the customer it was possible to determine that the initially provided information was not correct. It was confirmed that no delay in the procedure occurred and the staff continued using the table. The issue investigated herein was reassessed as not safety and risk related as initially considered risk of a delay in life-saving procedure did not occur. Therefore, the scenario described in the record is considered as non-reportable.

Event description:
On 29th november 2023 getinge became aware of an issue with one of our mobile tables - 720001f0 - meera us without auto drive. As it was stated, the intermittent column warning appeared and staff was not able to raise the table during life-saving medical procedure. The surgery continued on the affected device. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay or interruption in life-saving surgery, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.